Event description:
Re: bausch & lomb and their "renu moistureloc" contact solution. Soon after I first used the above-referenced contact solution, I experienced a bizarre eye infection around the 22nd of 03/06. At the time, I was given a prescription for antibiotics, which seemed to reverse the infection. Unfortunately, about a week after I finished this first antibiotic regimen, the eye infection returned, at which time I had to go back to the dr and get a prescription for a different type of antibiotic. Again, the antibiotics seemed to work, but I'm still experiencing a "residual" sinus infection. I read this evening that the FDA had rec'd reports about this particular type of contact solution -which I had only recently begun using prior to this event-, so I though I'd pass along my experience. I also saved the bottle of remaining solution, just in case you all would like me to send it to a local FDA office for testing or closer examination regarding these mysterious fungal eye infections that seemed to be linked to this type of eye solution. Either way, I'd be happy to help however you'd like. Event abated after use stopped.